Event description:
The surgeon reports performing cataract surgery using the ez-28 delivery device system. The surgeon had difficulty inserting the injector. Intervention was performed to enlarge the incision, and the lens was implanted successfully. Additional info has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.